Event description:
It was reported that the staple misfired. On my last firing with gold reload the echelon stapler deployed its staples but didn't cut, bunched up the staple line and made a horrible grinding noise. I had used 1 gold and 4 green prior to this occurring.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? From my conversation with the surgeon the patients had to stay one more day in hospital. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: can you please provide more information regarding what is meant by ¿staple misfired¿? How far did the device cut and/or staple? Were there satisfactory staples formed on either side of cut line? Was buttress material used? Was it noted that the tissue moved during the firing sequence? Are there pictures available? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.